Event description:
It was reported that the pump touch screen was cracked. The touch screen was unresponsive and unreadable. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.